Event description:
Surgeon reported on 12/19/96 that within one week after implant, the 2-0 monofilament sutures used to secure the pump chamber to the surrounding fascia cut through the suture pad resulting in migration of the pump chamber down onto the abdominal wall. There was no associated pt injury. The pt will be undergoing surgery to have the shunt repositioned.